Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73d1900087 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue ot monitor and trend related events.

Event description:
It was reported that the customer complains that there is an increasing number of cases where the devices do not close the staples and there are other cases where the staples stuck, so that it is not possible to work fluently. These issues were noted on lot 73d1900087, but it is not known exactly how many samples are affected.